Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the consultant noticed that the tip of the needle was blunt and had fallen off. Two needle tips broke during the procedure. The patient had to be x-rayed but the needle tip was not located during the x-ray. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) received one device opened by the account as well as eleven sealed with the appropriate packaging in an undamaged condition. The visual inspection of the returned open product noted one suture and one needle. The sealed products were forwarded to engineering for bend moment testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twelve devices. The visual inspection of the returned opened product noted one suture and one needle. The needle was received with a broken tip. Visual and functional evaluation of the sealed samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states two needle tips broke during the procedure. During suturing in a hernia repair procedure, the consultant noticed that the tip of the needle was blunt. On further investigation, the needle tip had fallen off. The patient was x-rayed, but the needle tip was not located.